Event description:
(B)(6) received a report from (B)(6) stating the y-adapter of the closed suction device broke while it was connected to the endotracheal. The ventilator alarmed and the patient desaturated. The broken y-adapter was cut away and the clinicians reinstalled a connection on the endotracheal tube and ventilated the patient manually until the patient was stabilized. No additional information was provided in regards to the patient's status. Additional information has been requested but not yet received.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).